Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. The patient was admitted to the hospital with sepsis and an abscess on the left wrist. Vegetation was noted on the leads. The system was explanted and not replaced. The patient's condition was stable post procedure and was discharged on comfort measures. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Event description:
New information states that the patient deceased on (B)(6) 2016, the physician states due to natural causes. The physician does not allege the death was device related.